Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient smells insulin in pump. Stated that they changed battery and not sure if insulin coming from battery compartment or where the insulin cartridge area is. The reporter does not have pump available. The patient was at school. The reporter stated that the patient's blood glucose (bg) was 585mg/dl with ketones. This report is being made due to the hyperglycemic event the patient experienced due to an alleged cartridge leak.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.